Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damaged on the screen. Customer¿s blood glucose was 12. 9 mmol/l. Customer stated that the parts of the display was no longer readable and patient cannot clearly see the status on the pump. The insulin pump will return for the analysis.

Manufacturer narrative:
Device had blank solid white lcd display with colored vertical lines due to vertically cracked lcd controller. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump solid white light with colored vertical lines on the display.